Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was observed to be undersensing which resulted in shock therapy delay. During an episode of ventricular fibrillation (vf) several beats were not sensed resulting in shock diversion. Upon redetection of vf, the device again undersensed beats which caused the delivery of anti-tachycardia pacing rather than shock therapy. The device then appropriately sensed vf and delivered a 31 joule shock. The patient's arryhthmia was successfully converted. The device remains implanted.